Event description:
During a laparoscopic procedure with an abc system 6400 the patient's vital signs became abnormal for 6 minutes (a gas embolism occurred inside the patient.) The patient is okay with no permanent injury.